Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture and caused dislodged, had no capture and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. It was further reported that during the lead replacement procedure,a new lv lead was attempted but dislodged and the helix was damaged/deformed. The lead was not implanted and a new lead was used. No further patient complications have been reported as a result of this event.